Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not load and it stayed in the loader. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A device lot history review was performed, and there are no non-conformities that could be attributed to the reported failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).